Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer stated that the insulin pump received no delivery alarms whenever they tried to bolus. Customer stated that they tried to resume the insulin delivery but still got the no delivery alarms. Customer changed his infusion set thrice since monday because of the no delivery alarm. Customer got loaner insulin pump because their old insulin pump had motor error alarms. Customer wishes to continue troubleshooting. The customer had not tried different cannula lengths. Customer stated the tubing was not bent or kinked. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to backup plan per healthcare professional's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).